Event description:
It was reported that the patient received a power-on-reset (por) error message on her neurostimulator following an cardiac ablation surgery last week. It was noted that no cautery was used during the procedure. Follow up information received reported that the patient met with the manufacturer representative and had her neurostimulator reset. Her device was noted as working properly after the reset. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information received noted that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. Appointment was (B)(6) 2011.

Manufacturer narrative:
Lead model 3889-28, lot #v516929, implanted: (B)(6) 2011, explanted: na, programmer model 3037, serial #(B)(4).